Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redw0460 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that patient came in opd for PICC line dressing at 10:30 am. Staff nurse removed all dressing and attached micropore on the top of the line. As soon as syringe was inserted at the q syte the line spontaneously came out. The nurse informed the doctor and staff nurse told to send the patient in pediatric opd department along with discarded PICC line. There was no valve on the tip of the line. Patient was then sent for x ray and it was found that there is about 10 cm of broken distal PICC line inside the pulmonary artery. The next day as informed by sister the broken part was removed and the patient was discharged. Plan for endovascular retrieval after discussion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter break is confirmed but the exact cause remains unknown. One 4 fr groshong nxt catheter was returned for evaluation. The catheter was returned in two segments. A complete break was present between the 8 and 9 cm depth markers. Blood and evidence of use was visible on the catheter surface and extension tubing. One x-ray sample and one photo sample of a 4 fr groshong nxt catheter were also provided for evaluation.the x-ray shows the patients torso region. A red circle is drawn over the image where a length of catheter appears to be located. The catheter segment does not appear to be attached to the main catheter segment. The condition of the returned sample appears to correspond with the reported event description and images provided. Microscopic observation revealed a rough and granular break surface. The catheter appeared to have a slightly compressed and oval shape at the break location. Slight material whitening was visible along the break edge in the blue material of the catheter. The catheter was cut at the 10 cm depth marker in order to measure the catheter wall thickness. The wall thickness was found to be within manufacturing specification. Based on the condition of the returned sample, possible contributing factors include material fatigue caused by repeated kinking of the catheter. Since a complete break was observed in the images and physical sample, the complaint is confirmed but the exact contributing factors remain unknown.

Event description:
It was reported that patient came in opd for PICC line dressing at 10:30 am. Staff nurse removed all dressing and attached micropore on the top of the line. As soon as syringe was inserted at the q syte the line spontaneously came out. The nurse informed the doctor and staff nurse told to send the patient in pediatric opd department along with discarded PICC line. There was no valve on the tip of the line. Patient was then sent for x ray and it was found that there is about 10 cm of broken distal PICC line inside the pulmonary artery. The next day as informed by sister the broken part was removed and the patient was discharged. Plan for endovascular retrieval after discussion.